Event description:
Patient reported freedom 60 pump malfunctioned in middle of infusion. Per pt, she was only able to infuse 10gm (1 syringe). Pt stated when she put second syringe into the pump, it would not stay in place and kept popping out of the pump. Pt stated that she returned the syringe to the refrigerator. Advised pt that the medication is no longer stable and will follow up with md about makeup dose. Per pt, md is trying to lower dose and may not consider makeup dose. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No side effect report. Is the actual device available for investigation? Yes; pt is returning pump. Did we replace device? Yes; pt had no back up device to switch to? No. Pump used to infuse hizentra as above dose, frequency. Indication: chronic inflammatory demyelinating polyneuritis. Reported to (B)(6) by pt/caregiver.